Event description:
On (B)(6) 2012, abbott point of care was contacted by a customer regarding pt/inr cartridges that yielded discrepant pt/inr results when compared to the lab methods. Method comparison data: I-stat: 3.6, coaguchek: 2.7, sysmack: 2.28; 3.8, 2.9, 2.66; 3.2, 2.5, 2.22. Based on the info available at the time, there were no injuries associated with this event.

Manufacturer narrative:
(B)(4). On (B)(6) 2012, the incident was identified and linked to an investigation was completed on (B)(6) 2012 and a deficiency was identified. (B)(4). Details were provided with the action that was conducted in cooperation with the u.s. Food and drug administration.